Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the doctor or manufacturing representative. It was noted the patient was waiting for a response from the health care professional.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced while their spine was being worked on. It was noted that ins was covering about 60% of the patient¿s pain, but the patient was not using the therapy much because of their 4 surgeries. It was noted, the patient was now on oral medication to control their pain. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2012 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 3888-33 lot# j0222841v, implanted: 2002 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).